Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during the implant of this right ventricular (rv) lead, electrical mapping was performed and a good implant location was determined. An attempt was made to deploy the helix, but after 20 rotations of the extension tool, the helix was only partially extended. The electrical parameters were measured with partial extension of the helix and no sensing was observed. A stylet was partially inserted into the lead and sensing returned. A lead fracture was suspected and the physician chose to replace the lead. Some removal difficulty was encountered as the helix would no longer retract. This rv lead was replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.